Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05231. It was reported that the patient¿s system was unable to deliver the desired strength. Diagnostics revealed impedance issue on one of the leads. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue. It is unknown which lead has the impedance issue. As such, both leads are being reported.

Event description:
Additional information received indicates that the leads had migrated. Surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was confirmed postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.